Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that following standard evaluation of circuit gases and follow up evaluation utilizing an alternate testing modality, the air flow access from the wall to the blender was verified and it was ensured that all access sites were connected appropriately. The integrity of the green gas line/disk connecting the blender to the oxygenator was confirmed. Eventually, the blender was removed entirely and the oxygenator was connected to a full tank, which did not resolve the issue. The fio2 was 1.0. The patient's partial thromboplastin time (ptt) was 87.8 at the time of oxygenator exchange. Their 24 hour range was 87.8-155.

Manufacturer narrative:
Section d4: UDI corrected. Manufacturer's investigation conclusion: the report of insufficient oxygen exchange could not be confirmed as the device was not returned for evaluation, and a specific root cause for the reported event could not be conclusively determined. The eurosets oxygenator, lot number 9351508, was not returned for evaluation. The production documentation for the eurosets oxygenator, lot number 9351508, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets was unable to identify the root cause of the problem based only on the information provided by the customer and without the claimed device. The production documentation for the eurosets oxygenator, lot number 9351508, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp oxygenator instructions for use (IFU) is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled, ¿bypass start¿, the IFU contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient¿s blood gas values. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on veno-arterial extracorporeal membrane oxygenation (va-ECMO) support with an impella. They were on support for 4 days. After an advanced membrane gas exchange oxygenator was added the pao2 went from 310 to 125 overnight. A new oxygenator was spliced into the circuit and had a post-pao2 of 120. The oxygenator was exchanged. It was requested that new oxygenators were sent to the hospital because there was concern about a "bad batch" of oxygenators.